Event description:
A surgical office manager reported poor cutting performance with some knives. There have been no patient injuries, but the surgeon felt that the quality of the new knives may be diminishing.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. The root cause cannot be determined. (B)(4).